Event description:
An inpatient from the ICU was scheduled for an abdominal CT scan to rule out a bleed. The IV was already in the pt's hand prior to arriving for the CT scan. The hospital reported that during the study, an extravasation of approximately 50 mls occurred in the pt's forearm (even though the IV was in the hand). The pt went to surgery the next morning for debridement and cleaning of the wound.

Manufacturer narrative:
A check out of the injector by co service was offered to the customer but was declined. Additional applications training was provided to the staff, with a specific focus on minimizing extravasations.